Event description:
It was reported the patient (B)(6) was unable to communicate with the ipg using either the charging system or the patient programmer. Surgical intervention was undertaken to replace the patient's ipg. No further complications have been reported.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The complaint for no communication was confirmed. As received, the ipg was non functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. No functional testing of the ipg was performed. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.